Event description:
It was reported that a user called for assistance performing a full supply change for an ilet using a steel cannula infusion set, and the agent guided the user through the change and the resumption of insulin delivery; blood glucose was reported at 196 mg/dl, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no long-term impairment or required medical intervention beyond troubleshooting. Investigation included technical support guidance for infusion set and supply change and user education. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device component failure, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to the device or its components. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.